Event description:
The patient reported experiencing elevated blood glucose at 500 mg/dl and then noticed that his clothes were wet. He stated that he saw air bubbles in his infusion set tubing and in the adapter. He stated that all of the insulin from the morning of the incident was coupled in the adapter. The patient remembered dropping the infusin device, but did not notice if there were any cracks in the infusion device or accessories. The patient reported symptoms of not feeling great, frequent urination and dry mouth with his elevated blood glucose. The patient stated that he would use a syringe to administer a bolus to help counteract his elevated blood glucose. The patient's normal blood glucose range was not provided. The customer was on vacation at the time of this incident and wanted to know if there was a supplier in this area. The patient was provided information on the nearest supplier and was sent replacement accessories for his infusion device. The patient did not report assistance by a healthcare professional or second party to address the issue. Product has been requested for return to be evaluated.